Event description:
This case was cross referenced with cases: (B)(4). This unsolicited case from finland was received on 14- mar-2017 (additional information received on 17-mar- 2017, both the information processed together with clock start date of 14-mar-2017) from a consumer. This case concerns a patient of unknown demographics who received treatment with synvisc one and after unknown latency had swelling, pain and difficulties bending on both knees, could not walk and removing fluid. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with synvisc one injection (dose, route, frequency, indication, batch/lot and expiration date not provided) into unspecified location. On unspecified dates, after unknown latencies, patient could not walk, had difficulty bending on both knees, experienced knee pain, knee swelling and was removing fluid. Action taken: unknown. Corrective treatment: not reported for can't walk and removing fluid; removing fluid for rest of the events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Seriousness criteria: important medical event (ime) for can't walk. Pharmacovigilance comment: (B)(4) comment dated 21-mar-2017: this case concerns an unknown patient who received synvisc one injection and later had knee swelling, pain, difficulty bending on both knees and could not walk or go to work. She then received cortisone injection. Based upon information received, a causal role of product cannot be excluded for occurrence of events. Moreover, knee swelling and inflammation have previously been observed in patients treated with synvisc one.

Event description:
This case was cross referenced with cases: (B)(4). This unsolicited case from (B)(6) was received on 14- mar-2017 (additional information received on 17-mar- 2017, both the information processed together with clock start date of 14-mar-2017) from a consumer. This case concerns a patient of unknown demographics who received treatment with synvisc one and after unknown latency had swelling, pain and difficulties bending on both knees, could not walk and removing fluid. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with synvisc one injection (dose, route, frequency, indication, batch/lot and expiration date not provided) into unspecified location. On unspecified dates, after unknown latencies, patient could not walk, had difficulty bending on both knees, experienced knee pain, knee swelling and was removing fluid. Action taken: unknown. Corrective treatment: not reported for can't walk and removing fluid; removing fluid for rest of the events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event (ime) for can't walk. Additional information was received on 22-mar-2017. Global ptc number was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 21-mar-2017: this case concerns an unknown patient who received synvisc one injection and later had knee swelling, pain, difficulty bending on both knees and could not walk or go to work. She then received cortisone injection. Based upon information received, a causal role of product cannot be excluded for occurrence of events. Moreover, knee swelling and inflammation have previously been observed in patients treated with synvisc one.